Event description:
It was reported that the device infusion ran longer than expected. The infusion was reclast (zoledronic acid) from glass bottles (50-100 ml) at the rate less than or equal to 100ml/hour. The reclast was programmed as secondary infusion along with a saline primary infusion. It was noted that fluid would only flow from primary bag. The secondary infusion flowed only after physically clamping off the primary infusion. Also noted that chair time has been extended due to this medication. There was patient involvement, but no harm reported. During follow up with a bd clinical practice consultant, the customer indicated " they believe the issue was related to height of pump" and the issue was due "to user error."

Manufacturer narrative:
Correction: describe event or problem. Omit: e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e and f codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had infused slower or ran longer than expected was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device infusion ran longer than expected. The reclast (zoledronic acid) ¿ glass bottles (50-100 ml) at the rate less than or equal to 100ml/hr has been programmed as secondary infusion along with a saline primary infusion. It was noted that infusion was only performed from primary bag, secondary infusion occurs only after physically clamping off the primary infusion. Also noted that chair time has been extended due to this medication. There was patient involvement but unknown outcome.